Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed sign of physical damage. The stay safe mounting is broken/ missing part. Front panel bezel was damaged/cracked. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Functional/display test failed. The screen is dim. The touch screen/lcd display is failing. Checked t1 transformer of the inverter board and found shorts. A known good lcd display assembly was installed and the failure was verified. Removed lcd display assembly at the completion of the investigation. There were visual indications of dried fluid found in between of the pump assembly and front panel assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. Mushroom heads check passed. The device history record did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that a cycler's mounting tab was broken. Cycler was replaced but the patient was still able to use it until the new cycler arrive. Additional information was requested from the patient but none was provided. During the investigation the returned cycler was found to have a dim screen. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.